Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided breast biopsy procedure, the outer cannula of the device was allegedly not attached to the biopsy system. It was further reported that the stylet was allegedly detached from the needle. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an ultrasound guided breast biopsy procedure, the outer cannula of the device was allegedly not attached to the biopsy system. It was further reported that the stylet was allegedly detached from the needle. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one video was provided and reviewed. The video shows that health care professional demonstrating the sliding motion of the cannula from a marquee device. The video clearly shows that the cannula is detached and does not appear to have a flared end. Based on the video review the reported issue detachment of device and identified nonstandard device can be confirmed. One marquee disposable core biopsy instrument was received for evaluation. During visual evaluation, the device appeared to be clean. The penetration depth marker was set to 25mm. The device was received in its initial position. The distal tip of the stylet was not seen protruding from the distal end of the cannula. The device was received with the cannula separated from the needle assembly. Upon functional testing, the cannula was inspected, and sand blasting was noted to not be homogeneous at the rear scarf. Due to the condition of the sample and the nature of the complaint, functional testing was not performed. Therefore, the investigation is confirmed for the reported detachment of device or device component as cannula detached from the needle assembly and the investigation is confirmed for the identified nonstandard device as sand blasting was noted to not be homogeneous at the rear scarf and does not appear to have a flared end (missing flare). The definitive root cause for the reported detachment of device or device component observed to be a component failure and the definitive root cause for the identified nonstandard device was observed to be a manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.